Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline infection growing pseudomonas since (B)(6) 2017 (first reported in cs-101541; MFR #2916596-2017-03194). Antibiotics were continued until (B)(6) 2018 when the patient was admitted for decreased renal function and cefepime was stopped. The patient was put on a topical bacteriophage treatment until (B)(6) 2018 but without concurrent antibiotic treatment. The patient's decreased renal function was treated with topical gentamycin. The patient had a PICC line placed for the administration of IV antibiotics on (B)(6) c2018. However, the PICC line didn't work and a new one was established on (B)(6) 2018. IV antibiotics were restarted and continued until (B)(6) 2019. Zerbaxa was administered on (B)(6) 2019 and continued until (B)(6) 2020 when it was temporarily stopped due to elevated creatinine. After creatinine stabilized, patient went back on antibiotics until (B)(6) 2020 to preserve kidney function.

Manufacturer narrative:
Correction: a2, h6 (patient code). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.